Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation appears to be related to worsening patient condition (fluid overloaded). A cause for the reported swelling/edema could not be conclusively determined. The reported mitral regurgitation is a cascading event of the incomplete coaptation. The reported patient effects of mitral regurgitation and edema, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ and an enlarged atrium. A mitraclip xtw was inserted deployed on the mitral valve, reducing mr to a grade of 1. On (B)(6) 2025, the patient returned to the hospital with fluid overload. An echocardiogram was performed and revealed that the clip had detached from the posterior mitral leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4+. On 12 november 2025, a second mitraclip procedure was performed, and two clips were implanted, reducing mr to a grade of 1.